Event description:
As reported, during procedure the sorbafix fixation device would not deploy the fastener smoothly through system. The fasteners were stuck and one of the fasteners broke into two pieces. It was also reported that during surgery where the fastener gauge is located a piece of plastic was feel out of the device. There was no reported patient injury.

Manufacturer narrative:
As reported, the sorbafix fastener was stuck and deployed a broken fastener. Based on the sample evaluation the reported event was confirmed. Broken fasteners and a broken gear tooth were returned with the sample. Root cause is determined to be forces applied while in use resulting in internal damage and broken fasteners found. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery. The precautions section of the IFU supplied with the device states, "avoid excessive trigger force as this may damage the device." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated